Event description:
The following has been reported: "when using the pca on a child, the nurse picked up that the hourly "total mg" readings had started to decrease from the expected amount (i.e. Less than the 3mls/hr rate set on the pump). Up until 08:00 in the morning on 15/2 everything was normal. Then at midday the "total mg" reading was lower than the 11:00 reading. There had been no occlusion alarms and the IV line was patent with no issues. The pain lead reviewed with the nurse about midday - at this time they checked how many mls were remaining in the syringe. We looked back through the history and were happy the pump was delivering the correct amount - however the total mg readings on the screen were not corresponding. A new syringe had been put up on the night shift - and the total mls left in the syringe at midday corresponded with the number of mls we expected to have gone through. They changed the rate at this time to 2mls/hr (for clinical reasons). They also removed an additional extension to the giving set line. The nurse continued to monitor both the pump readings and the syringe markings - the hourly mg readings continued to decrease in number over the next 3 hours, but the syringe continued to deliver the expected number of ml. (The child was stable throughout with no complications.) At 15:30 they stopped using this pump and changed to a different one." Reporting due to the referenced issue (potential underdose); no serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and event cannot be confirmed. The device was sent back to our laboratory for analysis. Upon reception, the device was submitted to some tests in order to confirm the reported issue. The reported event could not be reproduced. Indeed, the results of all the tests are compliant and don't show any dysfunction of the device. Based on available information, the root cause of the reported issue remains unknown. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not valid. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.